Event description:
Major pump unit(s) involved: external control system failure. Additional text: low speed alarm while on batteries. Specific component(s) involved: external battery malfunction. Additional text: low speed alarm while on batteries. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external battery. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external battery malfunction